Manufacturer narrative:
Investigation summary: a complaint of "test tube broken inside" was received against bactec mgit 960 instrument material number: 445870, serial number: (B)(6). A bd remote assistance associate communicated with the customer and confirmed that the customer was carried out a disinfection of the instrumental module, thus the issue was resolved. Instrument was found to be functional, and the customer started using the instrument for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument mg4918, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, one (1) test tube broke inside of the instrument. The sample was tested and came back negative. Customer disinfected the instrument per site protocol. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system, one (1) test tube broke inside of the instrument. The sample was tested and came back negative. Customer disinfected the instrument per site protocol. No patient impact reported.